Event description:
Jade pta otw balloon ruptured following laser atherectomy of a heavily calcified lesion in the superficial femoral artery (sfa) via contralateral femoral approach. The ruptured component was left in vivo at arteriotomy after sheath and wire were removed. According to the physician, the event was due to heavy lesion calcification. The patient was sent by ambulance to a hospital where the separated balloon catheter was surgically removed. The patient handled the surgery well and was stable.